Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). Upon interrogation of the ICD, it was noted that the shock lead impedance was out of range. All other measurements were stable and normal. No noise or shock therapy was noted. The device was taken out of the pocket and all set screws were noted to be loose. The set screws were tightened down, but a slight tug on the leads caused them to come out of the header. As the device was at eri, it was decided to implant a new ICD.